Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown and part remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a rosa total knee procedure; the drill bit broke off. The surgeon was able to retrieve two pieces of the drill bit. A third piece was left in the patient as it does more harm than good. Post op x-rays negative. Attempts have been made and additional information on the reported event is unavailable at this time.